Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was unintentionally found in the 'off' mode. The reason for the mode change could not be verified. The device was reprogrammed back to 'monitor + therapy.' No further reports of mode change have been reported.